Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock impedance measurements over 11 months, eventually reaching a high out-of-range measurement. A chest x-ray was inconclusive. The patient's physician conducted a shock lead impedance test, which resulted in a normal measurement. The physician elected to leave the device and lead in service. There were no adverse patient effects reported. Subsequently additional information received from the local sales representative indicating that the rv lead was removed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.